Event description:
Customer reported that an error 4 was received each time a test strip was inserted into their freestyle blood glucose monitor. It was also noted that when the meter was returned, it was set to mmol/l, and the unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Memory overwrite was observed. Customer returned meter. Meter is unlocked to mmol/l. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. However, meter was set to 18 cal code when received. No errors were identified in the meter internal log. Calibration parameters were within specification. Customers and retailers have been informed through the fa 16 may 06 letter.